Manufacturer narrative:
Pump was monitored for 24hrs and no low battery alert, no battery out limits alarm and no weak battery alarm noted. All operating currents are within specs. No motor error alarm noted. The insulin pump was unable to prime during prime/ test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a weak battery alarm on the insulin pump. The customer also reported they were prompted to the rewind the insulin pump when they did not touch the insulin pump. Customer's blood glucose was 324 mg/dl. The customer also reported receiving frequent low battery alerts. It was found the battery did not last for more than one week on the insulin pump. Customer also reported a off no power on the insulin pump after receiving a low battery alert. Customer also reported receiving a motor error alarm during a bolus delivery. Customer was unsure if they were able to complete the rewind sequence on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.